Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that this pacemaker's battery dropped from seven years to five years longevity for a span of three months. Initial analysis indicated that the power consumption of this device has been increasing and is expected to continue to increase. The engineers recommended replacing this device and then return it for detailed analysis. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's battery dropped from seven years to five years longevity for a span of three months. Initial analysis indicated that the power consumption of this device has been increasing and is expected to continue to increase. The engineers recommended replacing this device and then return it for detailed analysis. Additional information indicated that the device was surgically explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. The product was returned for analysis. Device analysis confirmed the reported clinical observations.